Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
The insulin gauge on the customer's pump went to 0 units within a few hours of her removing her pump event though it had recently been loaded. There is no reported impact to the customer's blood glucose level.